Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device had a pressure sore that was resolved with pocket revision. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this device had a pressure sore that was resolved with pocket revision. The device remains in service. No adverse patient effects were reported. It was later reported that this device was explanted and replaced due to a pocket infection. No additional adverse patient effects were reported. The explanted device was not expected to be returned.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. If information is provided in the future, a supplemental report will be issued.